Event description:
It was reported that this right ventricular (rv) lead was suspected of lead conductor failure. Boston scientific technical services (ts) advised to have the patient check -in person evaluation like lead testing, serial impedances with constant electrogram observations, isometric maneuvers, pocket manipulation and arm movements. As of this time, this rv lead remains in service. No adverse patient effects were reported.